Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The product has been requested for return and is in transit to the facility. Complaint records show this is the second leaking oxygenator from this lot. An investigation and review of mfg records will be performed upon receipt of the sample and confirmation of the seal number. A supplemental medwatch will be submitted when further info becomes available.

Event description:
It was reported that an hls set module advanced 7.0 was changed out for possible leakage. Small amounts of blood were observed leaking from the gas outlet around (B)(6) and by 7 pm. It was a continuous flow. The sweep went from three liters to eight liters in a few hours and co2 removal began to fail. The perfusionist determined the set needed to be swapped out due to leakage. They disconnected the disposal (oxygenator) and put it on cardiohelp to start hand-cranking while the replacement hls unit was primed. Switching the disposal was successful with no reported pt effects. The sweep went to 3.5 liters instantly and co2 removal was immediate with the new hls set. (B)(4).